Event description:
It was reported that during a water vapor therapy, the delivery device exhibited errors 250, 275, 240, 245 and 219. The delivery device was replaced and exhibited error 241 and 211. The procedure was not completed due to this event. The patient was sedated with local anesthesia at the time the procedure was cancelled. There were no patient complications. The patient will be scheduled for further water vapor therapy treatment.